Event description:
Caller reported a cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer planned to use multiple daily injections to ensure insulin delivery while waiting for a replacement pump, which had updated software. Technical support confirmed shipping details and provided instructions for the caller to return the problematic pump. The caller received guidance on putting the pump into storage mode and acknowledged the steps needed upon receiving the replacement.